Event description:
The complainant reported a patient was initially implanted with an impella cp for mechanical circulatory support (mcs) and experienced complications involving the peel-away introducer. The patient was escalated to an impella 5.5 after six days on the impella cp and was placed on extracorporeal membrane oxygenation support. During impella 5.5 support, the patient experienced suction events, hypotension, heparin-induced thrombocytopenia and bleeding requiring discontinuation of anticoagulation. The patient ultimately expired on support. Three days after starting impella 5.5 mcs, a suction event alarm was triggered due to hypotension and preload. One unit of blood was administered. Echocardiogram at bedside showed the impella 5.5 angled toward the septal wall measuring 4.25 centimeters away from the aortic valve area. The care team was made aware. Three days later, there were occasional suction alarms. Fluid was repleted and a second unit of packed red blood cells was transfused. The patient was in a hypovolemic state. The next day, the patient remained slightly seated, responded to verbal command and was making needs known. A suction event was again experienced related to preload. Lascivious drip was held and central venous pressure was now 10. Thrombocytopenia was noted persisting. Heparin-induced thrombocytopenia panel was sent, and heparin was suspended with a noted partial thromboplastin time in the 50¿s with plans to start argatroban. However, of note, the purge composition was free of heparin with 5% dextrose in water and 25 milliequivalents per liter of sodium bicarbonate. Now 15 days after starting on the impella 5.5 mcs, systemic anticoagulation has been put on hold again due to epistaxis and a noted gastrointestinal bleed confirmed as negative by colonoscopy. Heparin was restarted. A couple of days later, suction alarms were noted again. Lasix was decreased and suction alarms resolved. The patient was made do not resuscitate/do not intubate and had been weak with very limited mobility and had not gotten out of bed. The family discussed palliative care and the patient expired on support after 21 days of impella mcs.

Manufacturer narrative:
Medical safety officer reviewed the event and noted the impella 5.5 device is unlikely to be the cause of the demise outcome. The patient was in a hypovolemic state triggering the suction events. The patient was on a heparin free purge composition and heparin-induced thrombocytopenia may or may not have been induced by heparinizing the patient when the impella was used/inserted. Epistaxis and other bleeding appear to be unrelated to the impella device. However, although unlikely related, there is not enough information to exclude the impella 5.5 as an associated factor in the overall event outcome. Refer to related manufacturer device report number 1220648-2025-45918 for the report on the impella peel-away introducer. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Additional information was received. The team did not save the device or related equipment. Also, the team determined there was no gastrointestinal bleed and the blood in stool was related to a nosebleed. The patient was restarted on systemic anticoagulation thereafter. This patient was very complex and not a candidate for advanced therapies per heart failure.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical summary: suction alarms were triggered due to hypotension and preload and resolved by blood compensation. The patient also had thrombocytopenia, gastrointestinal bleeding, and epistaxis. The patient then expired. Data review: data logs confirmed the failure mode ad clinical narrative. Logs showed multiple intermittent suction alarms were triggered during the case corresponded with clinical description. There was no motor current or placement signal spike for the entire case. No other issues were found on the logs. The product was not returned for review. The cause of suction issue was most likely patient condition related since the clinical team confirmed the suction was due to hypotension and preload and resolved by blood transfusion. Regarding the thrombocytopenia, gastrointestinal bleed and epistaxis and hypotension, the cause of the clinical events cannot be determined as insufficient clinical details were provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.